Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of infection is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this product was not returned. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No additional adverse patient effects were reported.